Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des was implanted in the rca. Approximately 30 months post index procedure, the patient died. The cause of death was unknown but the death was classified as vascular death. The investigator assessed the event as not related to the index device or antiplatelet medication.